Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted. Note: the MFR's directions for use states under caution: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Event description:
The caller reported that the balloon had broken off his wife's tracheostomy tube the previous day. The caller stated that tubing is attached to the tracheostomy tube, but that the balloon has broken off the tubing. The caller stated that this tracheostomy tube has been in place since march. The caller stated he has no lot number and that the pt (his wife) is not in any respiratory distress.